Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno. During an emergency procedure, the user reported that there was no x-ray and no system movement during the procedure. When the surgeon operated the medical angiography x-ray machine, he found that the c-arm movement failure, the whole machine cannot move, there is a "no xray" and other information prompts. After the initial testing and restarting by the technician, the medical angiography x-ray machine still could not move. The procedure was continued and finished using an alternate system. We have no indications of any adverse effects on the health status of the involved patient. Siemens healthineers has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
The investigation of the reported issues was performed by our experts. The system was inspected by siemens customer service engineer (cse) and it was determined that there was no communication between the kuka robot and the artis unit. The analysis of the log file analysis confirmed this communication failure. Subsequently, the kuka computer was replaced, which restored full system functionality. Following the replacement, all movements were possible. The faulty kuka computer was not provided for further investigation; therefore, more in-depth and verifiable analysis of the problem was not possible. The exact cause of the reported issue could not be determined retrospectively. Based on the expert opinion and given that no further issues were reported after the ¿kuka computer¿ replacement, it is assumed that the kuka computer was defective and caused the system movement blockage. The system was brought back to full functionality. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.